Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "nasal/ throat irritation or soreness". The patient stated, "kidneys are bad and has constant headaches, breathing shortness of breath, and lost a lot of energy recently". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found no evidence of sound abatement foam degradation. Device was recertified per fc:16-700-623. Upgraded software/ cleared error log, and unit passed final testing.